Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The boston scientific representative reviewed the presenting egms with the cardiac technician and confirmed the reported clinical observation. The presenting egm appeared to show atrial undersensing of atrial tachycardia/flutter and inappropriate atrial pacing. The patient had appropriate rv pacing. No programming changes were made to the device. No adverse patient effects were reported. This ra lead remains in-service. Additional information was provided, it was reported that this ra lead continues to exhibit undersensing, the p-wave was small in the atrium. The patient has chronic atrial fibrillation and is 100 percent paced due to the device unable to sense p-wave. This chronic anomaly has been monitored since implant. Today, the ra lead was turned off and programming mode switch from ddd to vvi. No additional adverse patient effects were reported. This ra lead remains implanted but electronically deactivated.